Event description:
The hospital reported that during an endoscopic radial artery harvesting procedure, vasoview hemopro 2 appeared to be heating up very quickly and was causing a significant amount of smoke after cutting several branches. Due to this, the generator settings were checked to make sure the setting was set at 3, and the cables were replaced with another set. However, after making these changes, the same thing happened when ligating the next branch. The tool was used on fatty tissue, the fascial layer, and on branches of the vessel. Therefore, the device was deemed unsafe for use and was removed from the surgical field. A new device was opened to complete the procedure with no other complications. There was a 3-minute procedural delay to exchange the cables and open new device. There was no patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/25/2024. An investigation was conducted on 08/07/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact jaws or heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use ((B)(4)). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device as well as the evaluation results, the reported failures "overheating of device or device component" and "environmental particulates" were not confirmed. The lot # 3000398315 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.